Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported the right brachial vein was cannulated by puncture, the guidewire was placed successfully, the skin was dilated and the sheath was delivered, and the vascular sheath could not be delivered. A tear was found at the tip of the sheath. A vascular sheath was replaced for cannulation and the cannulation was successful. No additional vascular damage was caused to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty inserting the microintroducer is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4.5fr microintroducer. Use residue was observed on the distal end of the sample. Microscopic inspection of the distal end of the sheath revealed the sheath was buckled and flared outward. The sheath tip deformation was consistent with attempted insertion against resistance. Such resistance may occur if insertion is attempted at a steep angle, if the insertion hole is too small, and if the transition between the sheath and the dilator is rough or abrupt. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the right brachial vein was cannulated by puncture, the guidewire was placed successfully, the skin was dilated and the sheath was delivered, and the vascular sheath could not be delivered. A tear was found at the tip of the sheath. A vascular sheath was replaced for cannulation and the cannulation was successful. No additional vascular damage was caused to the patient.